Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Report is being submitted under the precedence of ¿flexor kinked/stretched/broke/compressed". The nurse attempted to deploy the stent. She said it was difficult to squeeze the handle. The dr then squeezed the trigger to deploy the stent. The market on the handle moved to the point of no return, but the stent did not appear to be deploying. The stent was recaptured and removed from the scope. The procedure was completed using a competitor's stent.

Event description:
Report is being submitted under the precedence of ¿flexor kinked/stretched/broke/compressed". The nurse attempted to deploy the stent. She said it was difficult to squeeze the handle. The dr then squeezed the trigger to deploy the stent. The market on the handle moved to the point of no return, but the stent did not appear to be deploying. The stent was recaptured and removed from the scope. The procedure was completed using a competitor's stent.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Problem statement: the nurse attempted to deploy the stent. She said it was difficult to squeeze the handle. The dr. Then squeezed the trigger to deploy the stent. The market on the handle moved to the point of no return, but the stent did not appear to be deploying. The stent was recaptured and removed from the scope. The procedure was completed using a competitor's stent. Device evaluation: the evo-fc-10-11-6-b device of lot number c1378795 was returned to cook ireland and evaluated on the (B)(6) 2018. The following additional information was provided: 1. At what stage of the procedure did the complaint occur? (When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal). During placement of the stent ¿ the product was inserted into the bile duct within the patient 2. What endoscope type and channel size was used? Olympus duodenoscope 4.2mm channel 3. What was the position of the elevator? Was it opened or closed? Open 4. Details of the wire guide used (diameter, type, make)? Cook 205mm looptip (fs-lt-35-205) 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes, it was in the bile duct 6. How long was the stent in the patient by the time this complaint occurred? It was just attempting to be inserted 7. Or devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Questions related to during insertion into patient 1. As the product inspected for kinks or damage before use? No 2.was resistance felt during insertion into patient? If yes, at what point?yes, resistance with deployment. No resistance in introduction of the catheter questions related to during stent placement 1.did the product fail during stent deployment or recapture?yes, during deployment 2.was the directional button pressed during use?checked prior to use 3.was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes, the stent catheter was in the bile duct 4.was the yellow marker kept in view during deployment?yes 5.are images of the device or procedure available?no, but the product was returned lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2018. On evaluation of the returned device, the trigger was activated but no deployment of the stent occurred. The red indicator moved showing handle mechanism was working. The handle was dismantled and it was evident that the flexor was broken at the shuttle cap. The stent was then manually deployed with no issues observed. There was also a kink observed on the flexor during the evaluation but this was not making any impact on the functionality. Root cause: based on the information provided and engineering input,the most likely root cause of this event is a material issue ¿ delamination of the flexor. Document review: a review of the relevant manufacturing records for the evo-fc-10-11-6-b of lot number c1378795 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-6-b devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-6-b device of lot number c1378795 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot c1378795; upon review of complaints this failure mode has not occurred previously with this lot c1378795. IFU review: as per the additional information provided it was noted that the product was not inspected for kinks or damage before use. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". Summary: customer complaint confirmed as failure was verified in laboratory. The flexor was broken at the shuttle cap. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.